Event description:
It was reported that the patient reported that the infusion set patch did not adhere to the skin upon insertion event on (B)(6) 2026. The set had been used for less than one hour.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.